Manufacturer narrative:
Case- (B)(4).

Event description:
It was reported that a patient had a broken implant from smith and nephew. The implant was implanted 20 years ago. Femoral head is needed for revision surgery.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports a broken implant approximately 20 years post-implantation, and the hcp is in need of a replacement femoral head in order to perform a revision. To date, it is unknown whether the revision has been performed, and the requested surgical records and x-rays have not been provided to fully evaluate the root cause of the reported event. Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed. No further medical assessment is warranted at this time. Should clinically relevant documentation/ information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, lifetime of device or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.